Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leak in the middle of the circular filter during an unspecified infusion. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a leak at the filter was confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing confirmed leaking from the filter weld along the right side area (as filter vent side being viewed). The root cause was determined to be a supplier issue regarding the ultrasonic weld area of the filter.

Event description:
The customer reported a leak in the middle of the circular filter during an unspecified infusion. There was no patient harm.